Manufacturer narrative:
Evaluation results: visual inspection of the returned lens found both haptics bent. Due to the observed damage functional testing could not be performed. The cause of the damage cannot be determined. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
Customer reports that they had inserter difficulties during preparation for use. Per customer, the lens cartridge "misfired" during attempted implantation of the li61aor lens into the patient's right eye using the ez-28 delivery system. The incision was enlarged to remove the lens, and another iol was successfully implanted. Please reference MDR#: 1119279-2011-00094.